Event description:
It was reported by service report that the bed scale was not accurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell. Investigation ongoing, a f/u report will be submitted with additional info.